Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported during a da vinci-assisted surgical procedure that error 32100, related to the acm board at the usm, occurred near the end of the surgery. The technical support engineer (tse) reviewed the logs and confirmed the error. Prior to contacting is, the customer performed two reboots using the patient side cart (psc) breaker and emergency power-off (epo), moved the arm, re-draped, and attempted recovery. The customer reported when the issue first occurred they worked with the field service engineer (fse) to continue troubleshooting and was able to disable arm 2. The procedure was completed with no report of patient injury.